Event description:
Account has been having problems with the siderails not latching on their beds. Tsr cleaned the center arm assys, p/n 69843s, to resolve the problem with the siderails not latching.